Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 461 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer declined to the complete the check at the time of call. Reportedly, the customer would resume insulin delivery.